Event description:
Device report from (B)(4) reports an event in (B)(6) as follows: during a procedure (compact hand), the drill bit broke. There was no impact to the procedure. The operation was completed successfully. The broken fragment was discarded of.

Manufacturer narrative:
Manufacturing documents were reviewed and no complaint related issues were found. An internal investigation was performed at synthes (B)(4). The cross section surfaces of the returned part shows no irregularities. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. The broken piece was not received therefore, the exact cause that lead to this breakage cannot be determined. It may be assumed that too much mechanical force was applied during the surgery (for example; too high drill speed, hard bone or possible movement in a slanting position). It is noted that this is very delicate drill bit which requires extra caution during use. No product fault could be detected.

Manufacturer narrative:
Device was used for treatment. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested.